Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (2mg/ml, 0.3mg/day) via an implantable infusion pump. Indications for use included non-malignant pain. It was reported that the patient was swollen at the pump site for approximately one month (since approximately (B)(6) 2015). The hcp did a cerebrospinal fluid (csf) culture for suspected infection, but the results of the culture were unknown. The event date was also unknown. This was a gradual change in therapy/symptoms. The patient also felt they had no pain relief, but the hcp felt the intrathecal (it) dose needed to be increased. A catheter dye study was done on (B)(6) 2015, and the reporter thought everything was okay; it "flushed fine" per the reporter. A catheter revision/exploratory surgery was performed on (B)(6) 2015, and it was found that the catheter was intact, and no infection was present. The hcp put a purse string around the catheter to stop the csf leak. The patient was doing well.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. After the patient's initial pump implant in (B)(6) of 2015, she had three blood patches and 2 surgeries to resolve a cerebrospinal fluid (csf) leak that was leaking from the incision site. In (B)(6) 2015, she had the final procedure that resolved the csf leak. It was thought the patient had either bupivacaine or morphine in the pump at the time, but they were not sure.